Event description:
Axsym troponin-I assay values are reading consistently in the range of 0.8 to 1.8 ng/ml. The assay is recalibrated and pt results return to expected levels (less than 0.3 ng/ml) but within two days, pt values drift upwards into the higher ranges. This issue is noted for pt and control values. Based on the elevated results, one pt underwent a cardiac catheterization procedure. There is no further impact to pt management reported.